Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional procedure (pci) with heart pump. Reportedly, cuff misses [suture retrieval issues] occurred with three prostyle devices in succession. The use of prostyle devices and the pre-close technique was abandoned. Hemostasis was achieved with a non-abbott device and access was achieved via the left common femoral artery to complete the pci procedure. Two prostyle devices were used on the left successfully. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.